Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump powered off and would not power back on despite a full charge the prior evening, a green charger indicator, and attempts with multiple outlets, which is consistent with a device power or battery malfunction affecting the pump hardware. Symptoms included no pump function; the user¿s blood glucose was reported unaffected. Outcomes included shipment of a replacement pump, instructions to shut down the failed unit to avoid further alerts, guidance to sync data via the mobile app, and continued use of cgm through the dexcom app or receiver. Investigation included customer troubleshooting and logistical verification steps, including address confirmation and delivery timeline communication. Investigation of this device revealed a suspected internal battery or power control failure in the pump, with no user harm reported and no alarms noted at the time of failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the power system.